Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) customer called for assistance with battery issue, reported that there was a triangle alarm over one of the batteries. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) customer called for assistance with battery issue, reported that there was a triangle alarm over one of the batteries.

Event description:
N/a.

Manufacturer narrative:
Updated fields: e1 (site country), h6 (type of investigation, investigation findings and investigation conclusions). At this time, the customer has not requested getinge to evaluate the iabp. Additional information was requested from the customer with regard to the repair and status of the iabp; however, despite our best efforts, no repair information and no status of the iabp has been received. If any pertinent information is received in the future, a supplemental report will be submitted. H3 other text: service not requested.